Event description:
It was reported that there was high impedance. The patient also reported feeling heart palpitations. The device was "adjusted" and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.